Manufacturer narrative:
The pod was received with the soft cannula deployed and with a crack and discoloration visible on the top housing. Initial attempts to download the data from the pod were unsuccessful as measurement of the battery voltages found all three battery voltages to be lower than expected. An external power supply was used to download the pod data. Corrosion was observed on the bottom battery, the linkage assembly, and the pcb assembly. Inspection of the fluid path found a tear in the internal portion of the soft cannula 0.208 in. From the soft cannula nailhead. This tear resulted in an internal leak that contributed to the observed corrosion and prevented the proper delivery of insulin. It could not be conclusively determined if the crack observed in the top housing allowed fluid to leak into the pod to contribute to the observed corrosion. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 400 mg/dl, while wearing the pod between 4 and 24 hours on the abdomen. For treatment, the patient changed out the pod and gave correction bolus.